Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegations of video connector crack and error b30 were not reproduced when inspected by the repair department. The device evaluation found the following reportable malfunctions: video connector crack and error b30. Based on the results of the investigation, a probable root cause cannot be identified. A device history review revealed no findings/issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had a video connector section crack and experienced an error 30. The issue occurred during a therapeutic total uterus removal procedure. There was a small procedure delay in order to change the equipment. There were no reports of patient harm.